Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was preparing for a heart transplant. A CT was performed and it was found that the lead had perforated through the left ventricle. Due to the patient's condition for a heart transplant and good measurements, the system will be left in situ. The patient will be monitored.